Event description:
It was reported that the patient underwent hernia repair procedure on (B)(6) 2009 and mesh was implanted. Approximately one year after the procedure in 2011, the patient started to experience pain in the area. The patient spoke with the doctor who placed the mesh and was given the option to see a pain management doctor. In 2012, the patient experienced pain daily to the point the patient had to take leave from work. The patient has consulted with the family doctor, the surgeon and kidney doctors to rule out kidney problems and it was reported no one could provide answers regarding the pain. The patient consulted with ob/gyn to rule out nerve damage. The patient was administered multiple medications to treat nerve pain, none of which helped. The patient received nerve injections and neurolysis and some helped a little and some did not. The patient consulted with another surgeon regarding the mesh and decided to have the mesh removed. The patient underwent mesh removal on (B)(6) 2013. It was reported that the mesh was entangled in the tissue and the ilioinguinal nerve. The patient has since had some relief in pain, but is limited in what they can do if they do not want to have excruciating pain. The patient is still being treated by a pain doctor and most recently a neurostimulator implantation device trial occurred. The patient reports the pain has disrupted their life and they could not work for 11 months and is still limited in the hours and days they can work due to pain. The patient experiences pain in the right groin area daily and the patient states they may have to go on disability due to lack of further treatments. The patient states the neurostimulator trial may be ruled out due to complications. An MRI has been ordered before discussion of placing a permanent neurostimulator. The patient reports that the pain has caused stress and nausea and an approximate weight loss of 50 lbs. Additional information has been requested.

Manufacturer narrative:
(B)(4)¿ mesh entangled in tissue and ilioinguinal nerve; weight loss; pain occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.